Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not supplied by the customer. There is no indication the access troponin I (accutni+3) reagent was returned for evaluation. In conclusion, the cause of the elevated, non-reproducible access accutni+3 results is likely due to preanalytical sample handling. The customer re-centrifuged the patient's sample and obtained results within the normal reference range of the assay. There is insufficient evidence to reasonably suggest a system malfunction.

Event description:
The customer reported obtaining erratic elevated troponin I (access accutni+3) results, above the normal reference range of the assay, for one (1) patient on the laboratory's unicel dxi 800 access 2 immunoassay system serial number (B)(4). The customer reanalyzed the original sample and obtained results above the normal reference range. The customer ran the patient's serum sample and the result was within the normal reference range. The original patient's plasma sample was re-centrifuged and recovered within the normal reference range of the assay. The customer filtered (information on filter not provided) the original patient's plasma sample and obtained elevated results. The initial elevated access accutni+3 results were reported outside the laboratory. The patient was admitted to the hospital in part due to the initial, elevated access accutni+3 results obtained. Access accutni+3 quality control (qc) were within their respective established ranges prior to the event. The erratic access accutni+3 result was obtained from a plasma sample collected in a lithium heparin tube. The sample was centrifuged at unknown speed for seven (7) minutes. The customer stated that the sample had high white cell count.